Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non- serious was upgraded to serious as the patient received treatment with steroids for the event of stiffness on knees, heat on the knees, swelling on knees/ hard ball/ still swollen, pain on knees and water on the knees/ 60cc of fluid removed from knees. This unsolicited device case was received from united states on (B)(6) 2014 from the patient's wife. Based on additional information received on (B)(6) 2014, the event of "he was on crutches" was added. This case concerns a (B)(6) year old male patient who experienced fever, swelling on knees, pain on knees, stiffness on knees, heat on the knees, water on the knees/60cc of fluid removed from knees and was on crutches after receiving synvisc injection. Medical history included meniscus repair to both knees in the past. No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the patient initiated treatment with synvisc injection, once weekly for three weeks (route, dose, batch/lot and expiration date unknown) in both knees for arthritis in knees. On (B)(6) 2014, the patient received second synvisc injection. On (B)(6) 2014, the patient received the third synvisc injection. On unknown dates, in (B)(6) 2014, after unknown latency, the patient experienced fever, swelling on knees, pain on knees, stiffness on knees, heat on the knees and water on the knees. On (B)(6) 2014, the reactions were so bad that the patient was transported to the hospital. The arthrocentesis was performed and 60 cc of fluid was removed from the knees. It was reported that cultures were also taken. On (B)(6) 2014, the patient was seen by the doctor and received medications (unspecified). It was reported that the patient received the synvisc injections and had a severe reaction to them and had to go to the ER (emergency room) on more than one occasion. The reporter stated that he was on crutches and fluid was removed from both knees. It was also reported that his "right knee has gone away" but that his left knee was the worst knee. The reporter stated there was a "hard ball" there and that it was still swollen. Also stated that his leg was propped up. Action taken: no action taken corrective treatment: the patient received treatment with heat, ice, corticosteroid nos (steroids) antiinflammatory/antirheumatic non-steroids (non-steroids) for the events of stiffness on knees, heat on the knees, swelling on knees/ hard ball/ still swollen, pain on knees and water on the knees/ 60cc of fluid removed from knees and unspecified medication for the event of fever outcome: unknown for all the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: intervention required (received treatment with corticosteroid nos) additional information was received on(B)(6) 2014. Ptc investigation results were added. Additional information was received on (B)(6) 2014. The case was upgraded to serious as treatment medication (corticosteroid) added. Additional event of "he was on crutches" was added. Clinical course updated and text amended accordingly.